Manufacturer narrative:
The sample is not available for evaluation.

Event description:
The event occurred on an unknown date. The customer reported leakage on the filter of a plum set during infusion of taxol. There is no reported harm.

Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were received for investigation. However, a picture was provided by the customer of the reported filter documenting the reported filter leak that appears to originate from the air vent of the filter. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 896215h, list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found.